Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation. Device history record (DHR) - lot number 4975094, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve could not establish flow: the valve was implanted on (B)(6) 2020. The patient was readmitted on (B)(6) 2021 due to shunt malfunction. The surgeon tested the valve and was not able to get any flow through the valve. The manometer was being used with various amount of fluid but could not get any flow. Therefore, the valve was replaced with a different type of valve.